Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Upon inspection and testing of the returned device, the customer¿s reported culture test failure and image noise were not confirmed. However, service found a whiteout image [unrestorable image] due to an electrical continuity error caused by water ingress in the scope connector. The customer provided their cleaning, disinfecting, and sterilization processes, stating that the cleaning is completed immediately after a procedure. Water is aspirated through the instrument/suction channel with a suction pump. The air/water channel are flushed with water and air. All channels and accessories are cleaned. An automatic cleaning device is used for cleaning and disinfection. All channels were cleaned and soaked in disinfectant. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the bacterial culture was not up to standard, and image noise [static] was observed. The reported issues were observed after use. There was no patient or user injury reported due to the event. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This report is being submitted for the culture test failure. The customer¿s microbiological testing results were requested but were not provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the user's culture results were not shared, and because the reported event could not be confirmed, a root cause could not be identified. During review of the users cleaning, disinfection, and sterilization practices, the lm noted that the air/water channel cleaning adapter (mh-948) was not used during pre-cleaning. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.